Event description:
Possible broken sensor wire (distal end retained). Patient used tweezers to remove the remaining portion of the wire from his skin. Patient discarded both the distal and proximal segments.

Manufacturer narrative:
Dexcom and FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.